Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when pulling the system back from acquiring a scan during two different cases, the system displayed radiation was disabled. Site had to reboot the system each time to enable radiation. The event caused a surgical delay of less than one hour. There was no impact on patient outcome. Troubleshooting information was provided. The site confirmed that all connections on the image acquisition system (ias) were properly seated, (key turned on, umbilical cord etc.) And an adequate power outlet.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F26: no patient impact f1908: delay of less than one hour. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.